Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer representative on 2016-nov-08. It was reported that there were no complications associated with the pump, and that it was explanted due to normal end of service (eos). It was further reported that the initial source of this event information was the healthcare provider.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a manufacturer representative regarding a patient who received an unknown drug (device registry listed the drug as lioresal) in an implantable pump intractable spasticity and cva (stroke) das system. The pump was returned to the manufacturer and was associated with a complaint. There were no symptoms reported. No further information was provided. Dosing history: as of (B)(6) 2016 per device registry, the replacement pump contained lioresal (2000mcg/ml, 178.5mcg/day)

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Eval code - conclusion code is being updated for this event. Conclusion result code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.